Manufacturer narrative:
(B)(4): unk as info was not provided. The investigation is in progress.

Event description:
Description of event according to complainant: a (B)(6) man was undergoing a filter placement on (B)(6), 2014 access was obtained on the right side of the pt; the cook celect femoral vena cava filter was in the groin when the filter exited the side of the sheath. The physician was unable to retrieve the filter and the filter was deployed in the right iliac, no the targeted zone due to miss placement of the filter, a second cook celect femoral vena cava filter was obtained. When the device was taken out of the package, a bend was noted in the filter system. A third device was used to complete the procedure. The pt is stable at this time but is scheduled for surgery on (B)(6), 2014 to remove the filter that was deployed in the iliac.